Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow up, it was determined that shocking lead impedance measurements on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) were high and out of range. Noise was noted on the rv channel and multiple episodes of non-sustained ventricular tachycardia (vt) had been recorded. Sensing, pacing impedance, and threshold measurements were all stable. Shock impedance reportedly had been gradually increasing since implant. Per physician request, the field representative changed tachycardia mode to monitor only and decreased the lower rate limit. A lead revision is planned; this device remains in service. No adverse patient effects were reported.